Event description:
It was reported that a radiologist observed a lead fracture while reviewing the pt's x-rays. The pt was then referred to a neurosurgeon. Additional info was received indicating that diagnostics performed on (B)(6) 2011 showed high impedance. Attempts for additional info have been unsuccessful to date. The x-rays have not been provided to the manufacturer for review. Revision surgery is likely but has not occurred to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.